Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received undeployed with the blue needle cap still attached to the bottom housing. The pink slide insert was observed not to be in the housing window and the linkage assembly was observed in the not deployed state. The cannula fully deployed when the blue needle cap was removed. The pink slide insert was visible in the top housing viewing window and arms of linkage assembly were completely retracted. The data downloaded from the device showed no time outs, drive stalls or alarm. The data showed that the first priming sequence ended at pulse 46 and deactivation occurred at pulse 56. The ratchet gear firing flat was in the expected vertical position at the completion of the second prime. The attached needle cap prevented the cannula from deploying as intended, even though the device completed both first and second priming sequences. Investigation found no issues that would contribute to the reported cannula not deploying.